Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was a significant amount of bleeding to suction into the endoscope near the anus. After cleaning the target site, the hemospray device was prepared following the instructions for use steps. After three (3) sprays, the catheter clogged due to blood getting into the tip of the catheter. A secondary catheter was used, but the technician failed to flush catheter with air (via 60 cc syringe) before attaching to hemospray handle. The tech continued to press red deploy button on hemospray handle (up to 7 times total) despite no hemospray powder exiting catheter, and despite recommendation from the cook district manager to stop. The user attempted to switch to the initial catheter that had been ¿de-clogged¿ and re-administer hemospray. No hemospray exited the initial catheter. The device was removed from the endoscope, the physician pulled out endoscope, switched to and inserted a therapeutic gastroscope, and another hemospray kit of a difference size was used. The second kit was used successfully without any issues or clogging, as the tech was sure to follow the cook district manager's use instructions. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Suspect medical device: common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the likely root cause of this report is user error, because the tip of catheter touched blood resulting in clog. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the following information was provided regarding the use of the device, "after three (3) sprays, the catheter clogged due to blood getting into the tip of the catheter." The report further states, " a secondary catheter was used, but the technician failed to flush catheter with air (via 60 cc syringe) before attaching to hemospray handle." The instructions for use (IFU) states the following procedural step: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Further, the IFU states, "note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package". However, the report indicates, "the user attempted to switch to the initial catheter that had been ¿de-clogged¿ and re-administer hemospray. No hemospray exited the initial catheter." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the tip of catheter touched blood, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. This investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. There was a significant amount of bleeding to suction into the endoscope near the anus. After cleaning the target site, the hemospray device was prepared following the instructions for use steps. After three (3) sprays, the catheter clogged due to blood getting into the tip of the catheter. A secondary catheter was used, but the tech failed to flush catheter with air (via 60 cc syringe) before attaching to hemospray handle. The tech continued to press red deploy button on hemospray handle (up to 7 times total) despite no hemospray powder exiting catheter, and despite recommendation from the cook district manager to stop. The user attempted to switch to the initial catheter that had been ¿de-clogged¿ and re-administer hemospray. No hemospray exited the initial catheter. The device was removed from the endoscope, the physician pulled out endoscope, switched to and inserted a therapeutic gastroscope, and another hemospray kit of a difference size was used. The second kit was used successfully without any issues or clogging, as the tech was sure to follow the cook district manager's use instructions. Additional information regarding patient outcome has been requested, but to date, has not been provided.